Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use (impella cp smartassist system) for the related event are as follows: section potential adverse events - ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The complainant reported a patient in an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs) and two days after start of the support, multiple blood products were given due concern for retroperitoneal bleed was noted. Following, the patient ended with a suspected compartment syndrome near the right thigh around the impella entry site. Patient remained on extracorporeal membrane oxygenation (ECMO) when the impella cp device was explanted after a total of three days of mcs for concerns of retroperitoneal bleed and the aforementioned compartment syndrome. Patient¿s neurological status and survival outcome at explant are unknown.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding, retroperitoneal hemorrhage/ bleeding, the bleeding was reported due to the concern for retroperitoneal bleed. The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided, and no product was returned for analysis. Pertaining to the limb ischemia, in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the limb ischemia was unable to be determined due to insufficient clinical details. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.